Event description:
An impulse dynamics field representative was notified on february 19, 2026 that an explant procedure for a patient implanted with an osm ipg had occurred that day. The ipg had been explanted due to "patient discomfort." Additional information is currently being sought from the physician. The explanted ipg is currently being retained by the hospital's pathology department. Efforts are ongoing as to if or when the explanted ipg will be received by ID USA in marlton, nj for evaluation. There is no evidence at this time to suggest the ipg was malfunctioning at the time of explant.